Event description:
Information was received that indicates it was on (B)(6) 2016 that the setting change was noted. It was also confirmed that the radiology tech department that the patient was seen at does have multiple systems that were likely used on the patient thus changing the settings. Their procedure is typically to zero out the device and return them to settings afterwards but it is possible that they may have changed the settings to slightly lower levels which is why the discrepancy was seen. The MRI site is very knowledgeable about the vns system and it is likely the case that they did reprogram the patient since they do have systems.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
On (B)(6) 2016, it was reported from the patient's mother, that on (B)(6) 2016, the neurologist checked the device and lead impedance was normal but his settings were different. She thinks that the MRI must have reset his settings to a lower level. The settings were programmed back that day and patient is doing well.